Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the insulin printer was malfunctioning at both station 5 west and station 5 west 2. A technical support specialist had identified that the printer settings were incorrectly configured. After adjusting the settings appropriately, a test print was conducted, which successfully resolved the issue. The system functioned as intended after the technical support specialist had verified the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a printer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.